Event description:
It is reported the system displayed intermittent communication failure error messages that resulted in a failure to boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested, found to be working as intended and returned to service.